Event description:
Pt. Received new belt in 2002 and began to wear. After about one hour, pt. Began getting "adjust belt" messages. Pt. Adjusted belt and about 10 minutes later received same message. Pt. Completely disassembled belt/garment and began wearing again but got same messages. Pt. Began to wear previous belt and has had no other problems. Review of info downloaded from pt's device indicates 56 minutes of back fall-off noise.